Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had a backup battery failure during power up. There was no patient involvement at the time of the event. The service engineer inspected the device and replaced the backup battery. The unit passed all testing and operates within the manufacturing specifications

Manufacturer narrative:
Unique identifier (UDI) number added to section d. Correction to contact information. Correction to the PMA / 510k #. Additional codes added to evaluation codes result and conclusion. Device evaluation summary: the backup battery was returned to medtronic for analysis. Testing of the returned backup battery verified the reported condition. The evaluation team installed the component into a test ventilator and commenced testing. The unit powered on normally and ventilated on standard test settings; during ventilation the unit issued a "backup battery failure" alarm. Upon further inspection of the battery, a red wire connecting the battery to the control board was loose in the connector due to the tabs being deformed on the wire crimp. The evaluation isolated the failure to the tabs being deformed on the wire crimp but did not determine a probable cause. If information is provided in the future, a supplemental report will be issued.